Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated several used sstii tubes with observed hemolysis; however, poor barrier separation was not observed. A total of 100 retained samples from each lot number were visually inspected, and no abnormalities relating to poor barrier separation and hemolysis were found. Complaints for sample quality were not under statistical control for the month of june 2025; additional testing was performed. Factors that may contribute to hemolysis and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis based on the photos provided. This complaint is unable to be confirmed for poor barrier separation. Bd has initiated further root cause investigation relating to sample quality issues through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 5 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 5: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had poor barrier separation and hemolysis after processing. There was no health impact or consequences reported.